Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port btt (blunt tip trocar) valve in the valve stem became loose and did not hold air in the balloon. This was during initial use and they stated they could see the black stopper slowly back itself out of the stem. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(6)2010, for investigation. A visual inspection revealed that the inflation valve was extended halfway out of the tubing. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).